Manufacturer narrative:
The subject device was not returned to olympus medical systems corporation (omsc). The manufacturing record was reviewed with no irregularities. The exact cause of this issue cannot be conclusively determined. Based on the similar cases with the same model, there is a possibility that the ptfe pad was separated since the user continued to activate seal and cut mode without contacting tissue (including after the tissue already cut). This report is being submitted as a medical device report in an abundance of caution.

Event description:
The subject device was used during a total laparoscopic hysterectomy. In a short time, the ptfe pad of the device was separated. The procedure was completed with another thunderbeat device. There was no patient harm reported.

Manufacturer narrative:
This is a supplemental report for MFR report # 8010047-2015-00677 to provide additional information based on the evaluation of the device. Lot # was corrected. Device manufacturer date was identified and filled in. The subject device was returned to olympus medical systems corp (omsc) for evaluation. As a result of evaluation of omsc on september 9, 2015, omsc confirmed that the ptfe pad of the device was partially peeled. The manufacturing record was reviewed with no irregularities. As a result of the investigation, it is highly likely that the ptfe pad was peeled since the user continued activating output without contacting tissue (including after the tissue already cut). The instruction manual of the subject device already states. Warnings: do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the ptfe pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating. This report is being submitted as a medical device report in an abundance of caution.